Event description:
Caller reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller was instructed to remove the o-ring, clean the area, and was assisted in filling a new cartridge. Caller successfully completed the loading process and resumed insulin delivery.